Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported product is not expected to be returned as the customer discarded the product. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is per the customer's report of "end of august." The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc freestyle libre sensor. A customer reported receiving a 'hi' message (readings >500mg/dl) , was asymptomatic, and given boluses of insulin (quantity unknown) by their mother. Two hours later, the customer fell into hypoglycemia and was treated with sugar and water. The sensor continued to display a 'hi' message, and the customer was treated again with bolus insulin, without performing a comparative glucose test, and fell into hypoglycemia. An additional sensor reading of 'hi' was obtained as compared to a reading of 100 mg/dl on the built-in meter, and the customer was provided with squares of sugar, water, and cake. The customer began vomiting and was taken to the hospital where they received an unspecified infusion. No further information was provided. There was no report of death or permanent injury associated with this event.